Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral head, unknown femoral stem, unknown triflange cup, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Berend, m., berend, k., cates, h., faris, p. The custom triflange implant for revision of severe acetabular defects: planning, implantation and results. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-00491, 0001825034-2017-00504, 0001825034-2017-00505, and 0001825034-2017-02783.

Event description:
Six patients identified in a journal article were revised due to infection. No additional patient consequences were reported.